Event description:
The customer reported that negative reactions were observed on the provue analyzer, compared to weak to 1 + reactions obtained in manual gel. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer was at the customer site and verified that all camera adjustments were fine. The customer performed testing in manual gel, and weak to 1+ reactions were obtained for samples that the provue resulted as negative. Although the testing in manual gel yielded positive results, the testing was inconclusive due to the inconsistent results between two technologists. The customer reported that this occurred with four other pts, however, no further info or details were given. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4)